Event description:
A malfunction was reported, identified by the code "malf 9." There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, successfully resolving the issue without any recurrence of the malfunction. The customer was advised to continue using the pump and to contact technical support if the error reoccurred.